Event description:
It was reported that during a breast biopsy after taking a specimen radiography prior to deploying the marker, they noticed a foreign body on the specimen radiograph. There was no patient consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.